Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Packaging was returned and from the returned product evaluation, it was determined that the one side of the polybag was not sealed completely and this may result in the reported issue. The likely condition of the part when it left zimmer biomet considered non-conforming as returned product package doesn't contain a seal on one end. The root cause for the reported issue is attributed to operator error/manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw was missing from the package when it was received. There was no patient or procedure involvement. Attempts have been made and additional information on the reported event is unavailable.